Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU) device malposition requiring intervention and central regurgitation are potential risks associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The instructions for use (IFU) precaution to not overinflate the deployment balloon in order to maintain proper valve leaflet coaptation. The IFU also precaution ¿safety, effectiveness and durability have not been established for thv-in-thv procedures. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. These events are typically a result of malposition of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, per report the cause for the non-functioning leaflet and resulting mitral regurgitation was the too atrial placement of the first sapien 3 valve, causing the patient¿s native anterior mitral leaflet to deflect blood flow, which caused the bioprosthetic leaflet to not close properly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During implant of a 26mm sapien 3 valve in the mitral position inside a failing mitral ring via tranvenous, the valve was deployed too atrial. The native anterior leaflet was ¿pinning¿ the sapien 3 valve opened causing severe mitral regurgitation (mr). A decision was made to place a second valve. The valve was placed more ventricular and the mr was resolved. The patient was stable. Of note, the implant of the mitral ring was performed in (B)(6).

Manufacturer narrative:
Reference CAPA-20-00141.